Event description:
It was reported that the pt had intermittent hearing from (B)(6), 2010. On (B)(6), 2010, the pt heard a loud noise and then was without auditory sensation. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.